Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for 14 days, due to diabetic ketoacidosis (dka) and losing consciousness, while wearing the pod on the abdomen for less than an hour. The cannula had not inserted properly into the infusion site. At the hospital, the patient was administered insulin and is now in multiple daily injections (mdi).